Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Access site hematomas/pseudoaneurysms are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma/pseudoaneurysm reported. According to the product instructions for use, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lot history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed. UDI: pi number: (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
It was reported that a patient experienced a hematoma of 6 cm or less and a pseudoaneurysm. A mynxgrip (6f/7f) vascular closure device was used in conjunction with a 6f procedural sheath for arterial closure following an interventional coronary procedure. There were no multiple stick punctures. There were no multiple sheath exchanges. The hematoma was noted immediately, post procedure. Manual compression of 30 minutes was applied to resolve the hematoma. The patient's hospitalization was not extended. 14 days after the procedure, the patient presented to the physician's office for a follow-up visit at which time the pseudoaneurysm was noted. Manual compression of 30 minutes was applied to resolve the pseudoaneurysm. At the time of this report, the patient had no current complications. No further information is available at this time.